Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced infusion set adhesive issue due to tape not sticking event on (B)(6) 2026. No further information available.